Event description:
It was reported a patient was receiving an unreported amount of methadone hcl (5mg/ml) administrations via an exactamed 10 ml syringe for approximately eight days. It was further reported the patient experienced a methadone overdose and subsequently passed away. The reported stated the patient ¿died of methadone overdose in the highest probability¿. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Device manufacturer postal code: (B)(6). The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the photographs showed a fully depressed syringe which was capped with a tip-cap. No defect was noted. The reported condition was not verified. Due to the lack of a physical sample, further analysis could not be performed and the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.